Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has not been giving him insulin and last night he had stomach issues. Customer stated that a couple months ago, he had to leave work early twice because of his pump having a no delivery alarm. Customer stated that his heart rate was going through the roof but is better now. Customer stated that he continuously receives a no delivery alarm. Customer stated that last night he was feeling sick and was trying to treat, but the pump was not delivering insulin. Customer did not receive a no delivery alarm. Customer's blood glucose was 456 mg/dl around 2 or 3 am. Customer's blood glucose went down to 436 mg/dl. Customer then treated with a shot and was then able to change his set. Customer disconnected the line during troubleshooting. Customer's current blood glucose was 200 mg/dl.